Event description:
It was reported that during a laparoscopic cholecystectomy, the clips spit out from the instrument. Another device was opened and the procedure was completed without pt consequences.